Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a implant procedure, the left ventricle (lv) stylet was stuck inside the lv lead. The stylet was cut, and the lead remained implanted. The patient was stable and will continue to be monitored.